Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the needle toggled correctly to the opposing jaw. Needle was pulled through the tissue, jaws closed, and suture tightened. Jaws were opened and needle fell out. The black 'unload' button was not pushed. The teal 'toggle' levers were not pushed-up to unload the needle. The suture was cut flush with the vaginal cuff, needle was removed from the abdominal cavity. Suture with needle attached was removed from the cavity with a grasper through a trocar the device was used in patient. There was no patient injury or hazard. There was no user involvement. There was no user injury or hazard. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of more than 500cc's. There was no delay in surgical time of more than 30 minutes. No device fragment fell into the patient cavity. No device fragment was left in the patient cavity. There was no tissue damage as a result of this problem. No x-ray was performed.